Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 600 mg/dl at the time of incident and current blood glucose level was 429 mg/dl. The customer¿s other blood glucose level was 367 mg/dl at the time of call. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with the manual injection. Customer alleges insulin pump was under delivering. Customer also reported that the lip ring from reservoir was crack around the top. Customer stated that the reservoir was able to lock in place when inserted into insulin pump. Customer was not calling back to performed high pressure test. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer stated that the drive support cap was normal. Customer troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed prime test and excessive no delivery test. Unable to perform displacement test, basic occlusion, occlusion test and displacement accuracy test due to reservoir tube lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Device received with reservoir tube lip completely broken off noted.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported via phone call that the weight has been updated to (B)(6).